Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 364 mg/dl. Prior to the event, the patient received a no delivery alarm. In troubleshooting, the patient was unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. No failed battery test alarms noted. Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime unit during prime test due to slightly loose drive support disk. Unable to perform excessive no delivery test due to prime anomaly. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads. Insulin pump received with minor scratches on display window, missing end cap sticker and broken reservoir tube lip.